Event description:
It was reported that during the lavh procedure, the generator would not respond to either the footswitch or hand activation. A different handpiece, instrument, generator and footswitch were used to finish the case with no pt consequence.

Manufacturer narrative:
D4: serial#=na.